Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance since implant of the implantable cardioverter defibrillator (ICD.) The threshold has increased slightly with notable oversensing. Therefore the rv lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking and there was apparent explant damage.